Event description:
The user facility reported that fragments of metal came out of the device during a procedure at their facility in poland. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device results.

Event description:
The user facility reported that fragments of metal came out of the device during a procedure at their facility in (B)(6). There was no patient impact, no delay, no medical intervention, and no adverse consequences.